Event description:
Boston scientific received information that the patient received multiple inappropriate anti-tachycardia pacing (atp) and shocks due to sinus tachycardia and the original programming of the device. Subsequently, therapy was exhausted. The device was reprogrammed and detection enhancements were turned on for post shock therapy. No adverse patient effects were repotted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.